Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A material's manager reported a lens that was exchanged following an intraocular lens (iol) implant procedure due to an abnormal outcome.

Manufacturer narrative:
Product evaluation: the product was returned for analysis in a specimen container in a clear watery fluid. Haptic and optic damage was observed. The reported complaint could not be verified since the optic is too damaged to conduct a check for the optical resolution or the diopter of the lens. Associated products were not provided. It is unknown if qualified products were used. The root cause could not be determined for exchange or the unexpected postop refraction. Lens damage was observed, and due to the damage, evaluation of the optical properties could not be done. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met manufacturer's release criteria. Based on our observation, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. (B)(4).